Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later healthcare professional reported capsular contracture baker grade unknown. Later it was also reported "leaking on unknown side". Device has been explanted.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later healthcare professional reported capsular contracture baker grade unknown. Later it was also reported "leaking on unknown side". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed. Additional observations: ¿ observed deformation. ¿ observed 40 mm dark patch edge material inside gel device.